Event description:
During preventative maintenance of the device, the field service rep reported that the o-ring was torn. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.